Event description:
Country of complaint: (B)(6). Sutures are breaking too easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Mfg site eval: samples received: no samples available. No units remain in OEM stock. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Knot pull tensile strength results conducted on samples before releasing the product fulfilled OEM requirements. This is the first complaint of this code batch regarding thread resistance. Without a closed sample a proper analysis can not be performed. Final conclusion: the complaint is not corresponding (not justified).